Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. On 29dec2025, 6:44:41, low power hazard alarms are captured when the user is connected to the mobile power unit (mpu). The alarms were associated with a disruption to external power when connected to the mpu. The alarm clears by 6:44:44 and pump function is not interrupted during this event as the backup battery supported the system. The mobile power unit (serial number: unknown) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight was not provided by the customer. The primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025 at 6:44:41 low power hazard alarms were captured when the user was connected to the mobile power unit (mpu). The alarms were associated with a disruption to external power when connected to the mpu. The alarm cleared by 6:44:44 and pump function was not interrupted during this event as the backup battery supported the system.